Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient came into office approximately 2 weeks after treatment with ulcer/adhesion in right axilla. No drainage. Antibiotics were prescribed as a cautionary measure. No further information was obtained from the clinic after multiple attempts. Expected this would resolve.